Event description:
Customer reported: on removal, tracheostomy tube was visibly deformed and twisted around the fenestrations on the wall of the device. No injury to pt, as pt was ready to have the device removed.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.